Event description:
It was reported that this right atrial exhibited high capture thresholds, intermittent capture and undersensing to the lead getting damage during an ablation procedure. Subsequently this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field h6: evaluation conclusion codes.

Event description:
It was reported that this right atrial exhibited high capture thresholds, intermittent capture and undersensing to the lead getting damage during an ablation procedure. Subsequently this lead was explanted and successfully replaced. No additional adverse patient effects were reported.